Event description:
Customer called lifescan to report on their meter display, the top part of the segments did not light up therefore customer was not able to get a blood glucose reading on the meter. No symptoms or medical intervention was reported. This issue was not resolved with trouble shooting. Customer also reported that their lancing device was broken. Both devices have been replaced.